Event description:
Pt reports needle broke and medication squirted everywhere. No further info provided. Inject 1ml subcutaneously every week as directed. Dates of use: (B)(6) 2018 - ongoing. Diagnosis or reason for use: k50.90, k50.812.